Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were delayed and failed to transfer from epic to pyxis. A technical support specialist dialed into the server and performed a system review by running a downtime check to assess connectivity. The tss verified that the care fusion coordination engine connection was active and restarted key communication services to restore proper data flow. Following these actions, system validation confirmed that no orders were pending, and order transmission between the admission, discharge, and transfer system and pyxis was confirmed to be functioning normally, indicating that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient orders were delayed and were not crossing between epic and pyxis in either direction. There were no adverse events or injuries reported based on this event.